Manufacturer narrative:
H3: device was implanted and is resorbed after implantation. Nothing to be retrieved or returned. H6: method: medical director's review of donor file (cultures, medical and social history). Internal review of batch records, product experience reports, graft tracing record comments. Results: no evidence of klebsiella pneumoniae. Of the 400 units made from this lot, there have been no other reports. Product was manufactured and released in accordance with finished product specifications. Conclusions: medical director's conclusion is that it is very improbable that the patient's infection is related to accell connexus.

Event description:
Dds reported that following a routine sinus graft, patient has developed a lingering infection (klebsiella pneumoniae). He has treated with cipro and clindamycin but there has been no change as yet.